Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_(B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 23mm epic plus supra aortic valve was chosen for implant. Post-procedure on 16 march 2026, right-sided pneumothorax was detected in x-ray and computed tomography (CT). A decision was made to perform a surgical puncture to drain fluid on (B)(6) 2026.